Event description:
It was reported the patient had a burning sensation "from the inside out" where the pump is. It was noted it was contemplated the issue may be due to the patient's multiple sclerosis although it was also noted the patient was convinced it was a pump/battery issue. The patient had been in the hospital for 4-5 days due to unrelated medical issues but the doctor planned to start decreasing the patient's dose to have the pump explanted. The device system was used to deliver bupivacaine and morphine. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of event remained. The patient continued to be "weaned down to discontinue meds". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID, 8709sc lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product type catheter product ID, 8590-1 lot# n238372, serial#, implanted: 2010 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).